Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there are problems with the sensor and received a sensor error alarm. The customer's blood glucose reading was 50 mg/dl at the time of incident. Troubleshooting found that the electrode was bent. The customer was unable to troubleshoot further because she did not have the pump. The customer was advised to monitor the pump and to call back if any further issues.